Event description:
It was reported that a low battery alarm rang and was visible on the system controller even though the patient was connected to the power source well. The alarm consistently rang even though the power source was changed. The system controller was exchanged and the alarms resolved. There were no patient symptoms or adverse consequences as a result of the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a2: patient age at the time of the event was unknown. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review ((B)(4)). A review of the submitted log files showed events spanning approximately 10 days ((B)(6)2023, (B)(6)2024 per timestamp). Atypical power cable disconnect alarms were intermittently active on both power cables from (B)(6)2023 at 08:29:25 ¿ (B)(6)2023 at 22:22:07. The alarms activated due to rsoc invalid faults and cleared shortly after activating. The driveline was disconnected on (B)(6)2023 at 23:09:55 and the controller was shutdown at 23:10:17. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.